Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that probably a year ago the patient tried to jumpstart which they could not get it working again and they were going to replace it. The hospital had an issue with doing renovations and they had not rescheduled yet to have the ins replaced. The patient stopped using their ins as they thought they could not use the ins with their pump so it went dead. It was noted it had been 2 years since the device last worked. The patient noted that out of the blue they started feeling vibrations down mid torso area and worked down the left leg but not the right as the patient did not have feeling in their right leg. The patient stated it felt exactly like how their stimulator used to feel like. They had felt it for a couple of days now and the feeling comes and goes. It was not painful at all and was not bothering the patient. The patient noted the device never really helped with their pain and had multiple technicians try to get the right set up with their tablets but could never get the right leg as where they placed the equipment focused on the left leg. The patient was redirected to their healthcare provider for next steps.